Event description:
It was reported the atrial lead had no capture and oversensing. The lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead returned and analyzed.